Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Complaint reviewed. (B)(4) undetermined.

Manufacturer narrative:
The investigation is not complete. This is a reportable malfunction. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly the threaded end of the t-handle broke. This is a reportable malfunction.